Manufacturer narrative:
No handpiece or samples were returned for evaluation. The customer has continued to use the handpiece, after the corneal edema was observed. Information regarding the proper cleaning and sterilization of the handpiece has been sent to the customer. This report mailed in to FDA on: 09/07/2007.

Event description:
The customer reported that during a cataract procedure, a string-like substance was observed coming out of the I/a handpiece. Corneal edema was observed at the one day post-operative visit. The patient was improved at the one week post-operative visit.